Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device in (B)(6) 2011 due to hydrocephalus. According to the report, at night on (B)(6) 2017, the patient suddenly experienced a headache, vomiting, and coma symptoms. The following morning, the patient was sent to the hospital for emergency surgery. The doctors found the ventricular ¿drainage tube¿ blocked, and the patient was connected to an external drainage device. The doctor stated the patient needed to drain in vitro for some time, but if the ¿shunt tube¿ was operating properly, the drainage device could be withdrawn. Reportedly, the patient's headache and vomiting symptoms had improved significantly, and had recovery of consciousness. As of (B)(6), the patient was still in the hospital with symptoms of weakness.

Manufacturer narrative:
Device information updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that following the removal of the drainage device on (B)(6) 2017, the patient was ¿well.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.